Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be an issue with the pump's expulsor; however, this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited zero volume remaining and 131.4 were to be infused, however the registered nurse stated that the pump had an undisclosed amount of medication remaining since the medication was discarded. No adverse patient effects were reported by the customer.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.